Event description:
It was reported that the pump had alarmed "no disposable pump won't run." The alarm had been silenced, and the pump settings had been reviewed, and the pump had powered off. The patient had been advised on the next steps for troubleshooting and had been instructed to close the clamp on the tubing. No patient harm had occurred. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis of complaint that the pump had alarmed "no disposable pump won't run." No event history log provided. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.